Event description:
The following has been reported by customer: pt had one unit of packed blood cells in view meet hb target of 85. As per documentation blood was commenced at 1617hrs on 16/4. By 1645 nurse noted that much of blood was left at the end of transfusion with a patent cannula as per the shift coordinator. Shift coordinator rang gcns on shift around 1715hrs and was advised that since it past 4hours rest of the blood will have to discarded. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.